Event description:
The pt was positioned prone with mayfield modified skull clamp for an unspecified procedure. The pt was not repositioned after the initial positioning was done. Within minutes of the start of the procedure, the mayfield pins slipped and caused a facial laceration. The laceration was sutured closed by the reside. Although the product ID number (a1072) indicates that integra adult disposable skull pins were used, the reporter stated that codman pins were used for this procedure. A stereotaxy device was not used during this procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.